Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -10.0/1.5/178 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged with a same length lens due to low vault. The exchange resolved the problem. The reporter stated the initial lens was implanted in vertical position. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H6- device evaluation: lens was returned in liquid, in microcentrifuge vial. Visual inspection found a torn haptic. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).